Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter did not drain urine after inserted. The catheter was inserted around 10:00 am on january 30th. The urethral opening was not clearly visible, and although the insertion was performed according to the procedure, no urine outflow was observed. After two people confirmed the urethral opening, the patient's clothing was adjusted, and then the health professional decided to monitor for spontaneous urination (urine outflow). However, since there was no urine outflow at all, after 12:00 pm, the fixing water of the inserted catheter was removed, and the same catheter was reinserted and fixed, but there was still no urine outflow. A measurement with a bladder scanner confirmed that 350 ml of urine was retained in the bladder. When a different catheter was inserted, urine outflow was observed. Considering this a malfunction, we reported the previous catheter.